Event description:
Meter name: ultra, strip name: ultra strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizzy. A patient reported they were not able to get a reading. The pt's meter allegedly would only prompt message "apply sample". The result on the pt's meter was: unable to test. The result on the: none. Treatment was: none. No further info has been reported.